Event description:
It was reported that the external pulse generator was in need of service. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator had been in need of repair, the upper and lower cases, battery drawer and side bail covers were broken, the lead flex cover was corroded, the battery contacts were compressed, the ring bail was bent, the keyboard was scratched and the battery drawer needed an o-ring. (B)(4).